Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent implant surgery previously in india on an unknown date. On an unknown date, the patient began experiencing back pain. Patient was seeking a medical institution in (B)(6) with experience with synthes products. No additional information is available. This report is for the unknown spinal implant. This is report 1 of 1 for complaint (B)(4).